Event description:
It was additionally reported that the patient had multiple asymptomatic low flow alarms. The alarms were thought to be due to the modular cable damage. Log files captured several audible low flow events throughout the log file. At times in the log file the calculated pump flow was right below the 2.5 lpm threshold but was not sustained long enough to trigger the audible alarms. The modular cable was exchanged which resolved the alarms.

Manufacturer narrative:
Section d1: corrected section d4: corrected catalog number and primary UDI manufacturer's investigation conclusion: the reported damage to the patient¿s modular cable was confirmed through the evaluation of the submitted photograph. Discoloration of the outer jacket was also observed; however, the green discoloration reported by the account could not be seen through the submitted image. Although a specific cause for the observed damage and discoloration could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue. Review of the submitted image confirmed a tear in the outer jacket. The jacket appeared to have expanded and stretched in this location, creating flaps of material on one side of the cable. The yellow, underlying armor layer had separated lengthwise at the location of the tear, exposing the bionate cover; however, the bionate appeared to be intact and no wires were visible in this location. The damage appeared to be cosmetic only. Additionally, a tan discoloration was observed on the outer jacket. Review of the submitted log files revealed no events or alarms that would suggest an issue with the patient¿s modular cable. The files captured the pump operating as intended. It was later reported that the modular cable was exchanged but will not be returned for evaluation. The relevant sections of the device history records for the modular cable, lot number 8187384 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C, and the heartmate 3 patient handbook rev. D are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, "system operations" (under "replacing the modular cable"), provides instructions on how to replace the modular cable. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had log files requested for exposed wire on modular cable that was appearing green in color.